Event description:
User facility reported that following an injection, the device needle had bent and therefore was not able to be fully captured in the safety mechanism. No patient or clinician injury was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.